Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The physician reported that he was unable to aspirate fluid from the catheter access port (cap) and suspected a problem with the catheter. The physician decided to have the patient's catheter replaced. During the replacement surgery, it was observed that the catheter was kinked and the catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The suspect catheter was returned and determined to be a competitor's catheter. The competitor's catheter was replaced with a flowonix catheter. The catheter was returned to the competitor.